Event description:
Reported due to a "large hematoma." The physician attempted an arteriotomy closure using the perclose a-t (closer ak) device after an unspecified interventional procedure. It is unknown if a femoral angiogram was performed or the results. It was reported the arteriotomy was "closed as normal and within a couple of hours the patient developed a large hematoma." It is unknown how and when this was determined or how it was treated. Reportedly, the staff tried to "find the bleed through angio." The results were not reported. No additional procedue, treatment, or patient details are known as "the hospital states hippa regulations prohibit them from providing any patient information. In 2006, the patient was reported as being hospitalized. It is unknown if the hospitalization is related to the hematoma. Although requested, no additional information has been provided.